Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter e-mail. Upon investigation of the actual device of this incident, it was determined that the invalid stop times were received by es during a day light saving time change. A technical support specialist (tss) performed investigation and order tracing after obtaining sample patient details and updating ephi. Database review identified that affected orders failed processing due to invalid date time values during a day light saving time (dst) transition, with successfullyprocessedlocaldatetime values remaining null. Further analysis showed the issue occurred when dose now handling added a two hour offset, resulting in an invalid end date time during the dst gap. No invalid timestamps were sent from meditech. Approximately 70 impacted orders were identified. The tss coordinated with integration engineer (ie) and product support engineering, documented findings, notified the customer, and escalated the issue to the development team for remediation in a future carefusion coordination engine release, as no viable workaround was available at this time. The technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple order was not crossing over. User tried to create temporary patient to new order, but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple order was not crossing over. User tried to create temporary patient to new order, but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.